Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that it was difficult to deflate the catheter balloon on the 12th day of placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate the catheter balloon on the 12th day of placement.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and was allowed to rest for 30 minutes with no observed leaks. The catheter was passively deflated with no issues or cuffing noted. The balloon deflated in 39.99 seconds, and it was dissected to find the inflation notch was perforated correctly. This meet specification per inspection procedure, which states, "verify that the eye punches are complete and notch according to the applicable drawing." No root cause could be found because the reported event was unconfirmed. The device history record and labeling review was not required as the reported event was unconfirmed. The actual/suspected device was inspected.

Event description:
It was reported that it was difficult to deflate the catheter balloon on the 12th day of placement.